Event description:
Pt's device was explanted due to infection and prior to explant, the device was not functioning properly. The device reportedly would not interrogate and the pt was not able to initiate magnet mode stimulation. The pt was being treated for infection at the time of the alleged device malfunction. It was reported that an abscess at the neck incision was treated with I&d. The generator was later explanted due to recurrent infection.